Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable caused was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the duodenovideoscope forceps elevator at the distal end has a burn. In addition, the adhesive around the light guide lens is peeled. There was no patient involvement.